Event description:
It was reported per phone conversation that after the procedure was complete, the clinician attempted to remove the ptd from the female pt. It was at that time, the basket broke free and remained in the pt. As a result, surgery was performed to retrieve the part remaining in the pt and was retrieved in its entirety. There were no additional complications to the pt as a result of this occurrence and the pt was reported as "doing well".

Manufacturer narrative:
(B)(4). Sample will not be returned.